Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video telescope had little holes and damage to light lead. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, which confirmed the reported failure. During evaluation, additional reportable malfunctions were identified: damage to the fiber bonding in the distal outer tube area and deformation of the outer tube. A definitive root cause was not identified. However, the investigation determined that the most probable cause of the reported issue was a cut in the protector of the video cable section. Component failure was the most likely cause of the additional malfunctions. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device¿s field performance.